Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/31/2020.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an orthopedic surgery on (B)(6) 2018 and a reservoir was attached to a drain. The reservoir was unusually swelled when the patient was brought from the operation room to the ward. Negative pressure was not applied. There were no adverse consequences to the patient.